Event description:
On (B)(6) 2013, the patient underwent the surgery with the g3 nail. On (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray that the nail was broken. The patient underwent revision surgery by g3 nail on (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the g3 nail. On (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray that the nail was broken. The patient underwent revision surgery by g3 nail on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as meeting specifications prior to distribution. During investigation, no material, design, or manufacturing related issues were found. The investigation revealed that the nail was heavily drill marked within the anterior bridge of the proximal lag screw hole; more than half of the bridge is abraded. The anterior breakage line was found within the drill marked area. This misdrilling effect weakened the anterior bridge significantly and caused notching on the lateral side. Such significant misdrilling will not happen when the device is correctly assembled; most likely the nail was twisted due to insufficient locking with the nail holding screw to the target device or no target device was used. The correct locking of the nail and the usage of the target device are recommended in the operative technique. Smooth lines of rest are visible on the anterior bridge; the bridge broke piece by piece. The lines of rest run from lateral to medial. In combination with the found drill marks, these lines of rest indicate, that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was fully or partially broken, the posterior bridge followed. Finally, the nail broke due to a fatigue fracture. The issue is attributed to an intra-operatively implant damage, caused by a use error. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.